Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received a sample and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for scratched tube was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for scratched tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of scratched tube. Bd determined that the root cause of the indicated failure mode was attributed to an equipment jam with incomplete purging of tubes.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced a cracked tube. The following information was provided by the initial reporter. The customer stated: there was a "scratch on tube surface."